Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in automatic mode switch episodes. The lead was capped on (B)(6) 2015. The patient was stable post procedure.